Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has been sick and his blood glucose levels have been really low and high. The customer's blood glucose level dropped to around 30 mg/dl and went up to 350 mg/dl. The customer ate to correct a blood glucose level of 40 mg/dl. Troubleshooting was declined. The device was not returned.